Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 246 mg/dl. The customer was treated with manual injection. The customer stated she was trying to give a correction bolus and the device wasn't responding. Customer was advised to discontinue use of device and revert to a backup lan. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer declined troubleshoot for high blood glucose. The customer also reported via phone call indicating that the insulin pump alarm button error. The customer does not recalls any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and missing end cap sticker. No label worn or faded noted.